Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 117mg/dl at the time of the hospitalization. The customer stated that she was also hospitalized due to low blood glucose prior to the event. The customer stated that they treated her high blood glucose with insulin pump. The customer stated that they treated her high blood glucose with the insulin pump. The customer also reported that she was throwing up. The date of the hospitalization was (B)(6) 2015. The customer stated that there was multiple no delivery alarms and resolved by changing reservoir without doing a rewind or tubing prime. The insulin pump will not be returned for analysis.